Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral 150 device was in use on a patient at the time the device allegedly stopped without prior warning alarms. It was reported the patient subsequently expired.